Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a white screen error. The pump was returned to the biomedical department with a report that during set up prior to pt use, the device alarmed with a white screen error. There were no reports of any adverse pt events or delays in critical therapies while the device was in clinical use. During testing at the user facility after the device was powered on, the device alarmed with a white screen error. Though requested, no add'l info was provided.